Manufacturer narrative:
(B)(4). Date sent: 8/11/2023; d4: batch # 130c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 130c10, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: how many devices were used in the case? Three total devices were used. Did the surgeon pulse fire in the firing where the blade stopped? No. Surgeon used continuous firing technique." The correct device is ech60s. This account does not have ech60l. Please update that ech60s is correct.

Event description:
It was reported that during an exploratory laparotomy/hysterectomy procedure, on approximately the twelfth firing using a blue reload on thick tissue the blade simply stopped. They hit the home button and got a new reload and had the same result. They then opened a new device with a gold reload and completed the case with 25 reloads in all and no patient consequences. No buttressing material was used.